Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump went into threshold suspend when her blood glucose level was not low. Customer's blood glucose level was 160 mg/dl but her sensor glucose reading was 56 mg/dl. The sensor and blood glucose difference was not within an acceptable range. The device was not returned.